Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive button error alarms. Insulin pump would need to be replaced.

Manufacturer narrative:
No frozen screen anomalies noted during testing. The time advanced properly. No unexpected off no power anomalies, alarms or blank display anomalies noted. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump gave a button error alarm after boot up, and had intermittent button response on the esc button due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.